Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo analysis: after visual analysis of the image. Three deformed needles with frayed suture due to the degradation process caused by exposure to the environment are observed. The product code w9752 contains an absorbable suture, environmental exposure time could not be determined. No conclusion could be reached as to the cause of the reported complaint as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When were the 3 sutures undone (in the package, during removal from package, during handling or during use on the patient)? Please specify. Was there any adverse consequence associated with the patient? Please provide the lot number: events reported via: 2210968-2022-04075 and 2210968-2022-04076.

Event description:
We only know that 3 sutures of the same reference were undone. Was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. Ip-01428719. Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst: true.